Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_unknown_lead, product type: lead.

Event description:
The consumer reported that on the night of (B)(6) 2016 when the trial patient tried to lie down on their left side, they would get a jolt. This was due to a sudden change. The patient turned stimulation down and it did relieve the sensation. Decreasing amplitude resolved the uncomfortable sensation. The next morning the patient was not feeling well and passed out at one point. The patient contacted their health care provider (hcp) regarding that and the hcp told them to contact the manufacturer representative about the jolting.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.